Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a bacteremia infection. The physician explanted the pacemaker in one procedure and electively explanted the right atrial and right ventricular leads in another procedure involving laser lead extraction. The patient was in stable condition.